Event description:
A malfunction alarm was reported without any notable preceding events. There was no adverse impact on the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.